Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the service technician and the customer had made arrangements not to perform leak detection in order to avoid leaks from the vent cap. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the colonovideoscope was reprocessed without leakage testing of the endoscope by immersion in detergent solution, but by cleaning under running water. The event occurred during reprocessing. There were no reports of patient involvement.